Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with intermittent esc, act and up arrow button due to flattened button dome switches. Device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08805 inches. No unexpected under delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 662 mg/dl. Customer reported that the insulin pump had keypad anomaly. The customer reported that they allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip. Customer reported that the drive support cap appears normal. Customer reported the insulin pump was not worn during a medical procedure and test around magnetic resonance imaging. Customer performed displacement test and test passed. Customer stated that the act button really difficult to pressed. The insulin pump will be returned for analysis.